Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during atrial fibrillation ablation procedure to treat atrial fibrillation, nrg transseptal needle was selected for use. During the procedure, it was noted that the tip of the needle appeared to be slightly chipped. Hence, the device was replaced and the procedure was completed successfully. No patient complications have been reported. The product is not expected to be return because it was discarded in the facility.